Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign material in the nozzle, which was found to be quite similar to silica, oxygen, carbon, and silicon. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Review of the device history record confirmed that the subject product was shipped in accordance with the specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.